Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was returned for investigation in used condition. The device was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies were found. The sample was then connected to a cadd legacy plus. The device passed the accuracy tests successfully. The customer reported product problem was not replicated. No fault was found with the device.

Event description:
Information was received indicating that 24 hours after starting infusion with a smiths cadd cassette reservoirs - flow stop , 26ml of medical fluid was left over. The customer estimated that 15ml should've remained. There was no reported injury to the patient.